Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 22, 2004 the patient contacted lifescan alleging that his one touch basic enhanced meter would not power on. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported having a dry skin sensation during the time of concern. The patient was unable/unwilling to indicate if he tested while experiencing symptoms. No actions were taken that would affect his blood glucose level. He went to see his physician and was advised to take his medications. The patient also reported that he obtained a 327 mg/dl on another meter and was treated with insulin. However, it is unknown if the patient received treatment at the physician's office or was received advice to take his medication. The customer service representative confirmed that the batteries were correctly installed and the battery contacts were in good condition. The csr discovered that the battery had not been replaced in more than 1 year. The csr walked the patient through replacing the battery and the meter would not power on. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. It would have been helpful to know if the physician tested the patient, patient's medication regimen, and when the patient last tested with the meter. Based on the troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.